Event description:
It was reported that one week post implant, the patient came to the hospital after receiving a shock that was appropriately delivered. The right ventricular lead impedance had decreased from 800 ohms to 400 ohms. The lead was explanted. No patient complications have been reported as a result of this event.